Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb charging port was intermittently not charging the battery. Multiple usb cables were used. Customer's blood glucose was not impacted.